Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The cannula did not deploy. The linkage assembly was in the not deployed position and pink slide insert was not in the viewing window. The download data showed that the device ran for 59 pulses, 49 of which were first prime. Timeouts were observed throughout the priming sequence and a drive stall is visible at the end of the run. The device was reset and connected to a pdm. The device successfully delivered a 5u bolus without repeating any timeouts or drive stalls that were present in the original data. The device did not deploy due to the high pulse widths and drive stalls that happened during the priming sequence. During investigation of the drive mechanism, contamination was observed on multiple parts of the commutator cap. Based on the rerun data, it cannot be confirmed that the contamination is what caused the device to not deploy. No other damages or deficiencies were observed during the investigation.